Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies had failed. A field service engineer attempted recovery of drawer 5 main. First, they ran hardware test application, but the device had been accidentally unplugged while removing the rear cover. Next, they checked the bus cable and inseparable, then rebooted the system. They ran hardware test application again, but the drawer still failed. The engineer powered down the unit, removed the drawer, and replaced the retractor cable. Finally, hardware test application was run successfully. The customer was able to recover and inventory the drawer without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was not released when trying to recover the storage space. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.